Event description:
Pt reported erratic blood glucose. At 7:30 am, in 2004, blood glucose measured 150 mg/dl. Pt had a box of raisins and around noon, their blood glucose was over 600 mg/dl. They self-treated with a bolus of 6 u of insulin. Soon after the bolus, pt lost consciousness. Emergency medical services were called, and pump user's blood glucose tested 22 mg/dl. They were treated with a glucose drip. Pump user's blood glucose continued to fluctuate (281 mg/dl, 227 mg/dl, 496 mg/dl, 422 mg/dl, 63 mg/dl, and 170 mg/dl) for the next 22 hours.